Event description:
It was reported that a patient experienced an atrial tachycardia. Was obtained from the edc. Electrical defibrillation and rf ablation other than pulmonary vein ablation were performed. The physician believes that this event is related to the worsening of the patient's medical history. The patient was hospitalized, and the ae is ongoing. Electrical cardioversion and rf ablation were performed. Arrhythmia was related to a pre-existing condition; persistent atrial fibrillation was treated. Per account no information was provided regarding the actual patient status, the adverse event is ongoing. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.